Event description:
On june 17, 2020, the lay-user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra2 meter read inaccurately high compared his feelings and/or normal readings. The complaint was classified based on the customer service agent (csa) documentation. The patient reported that the alleged meter inaccuracy occurred on (B)(6) 2020 at around 4:00 pm. The patient reported obtaining what he felt were inaccurate high readings of ¿180 and 318 mg/dl¿ with the subject meter. The patient manages his diabetes with a fixed dose of novolin 70/30 insulin. The patient claimed that after obtaining the elevated readings, he did not go for his usual walk. The patient reported that an unspecified time after 4:00 pm on (B)(6) 2020, he ¿passed out.¿ the emergency medical services (ems) were reportedly contacted for assistance. The patient claimed that when the paramedics arrived at around 11:00 pm, his blood glucose was measured on the ems device (result not reported) and he was treated with a glucagon injection. At the time of troubleshooting, the csa confirmed that the unit of measure was set correctly on the subject meter. The csa noted the patient did not have control solution available to perform a quality control test. Troubleshooting revealed the patient was using a generic brand of test strips and was not coding the meter. The patient was advised to only use onetouch strips with the reported meter and to calibrate the code on the meter with the code on test strip vial prior to testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received medical intervention for an acute low blood glucose excursion after obtaining alleged inaccurate high readings with the subject meter. The subject meter could not be ruled out as a cause or contributor to the event.